Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back unto service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays intermittently double exposed. No pt injury or death was reported to this event.